Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a line through the display screen with her onetouch ping meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests two to four times a day and manages her diabetes with humalog insulin (via insulin pump) based on food intake. The patient clarified she immediately noticed the display issue with the subject meter after her daughter had dropped it on the floor. Despite the display issue, the patient indicated she continued to test with the subject meter since she was able to still read the numbers. On an unknown date/time, the patient claimed she could read only portions of the number and the reading she believed she had obtained was in the "400's." The patient denied re-testing her blood glucose with another device. Based on what she believed the reading was, the patient clarified she administered insulin (dosage not clear) soon after and subsequently 45 minutes to an hour later, the patient indicated she felt her blood glucose drop, she began to get irritable, and "blacked out" momentarily. The patient indicated her mother, who was with her at the time her symptoms began, administered food and juice as treatment. The patient indicated her symptoms improved after receiving treatment. At the time of troubleshooting, the customer service representative noted the patient was not using the subject meter for the first time. Replacement products were sent to the patient. The meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter's lcd was found broken and exposed to black marks. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The patient confirmed the alleged issue was a result of the meter being dropped. Despite the patient confirming she continued to use the subject meter even after the alleged issue occurred, this complaint is being reported because the patient claims the alleged issue caused her to misread her blood glucose result, she administered the insulin based on the misread result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.